Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during a low anterior resection, the device did not form the staples. The surgeon oversewed the anastomosis and the case was completed. Post-operatively, there was a leak and the patient returned for re-operation to repair the leak. The leak was repaired by additional bowel resection and restapling the area. The patient received a colostomy. It is unknown if the colostomy is temporary or permanent.